Manufacturer narrative:
No other treatment information was provided. No product returned for evaluation after multiple follow up attempts were made. According to thermage flx user manual and safety risk assessment, burns and corneal damage are known potential reactions to treatment. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Solta medical provides safety considerations in the thermage flx user manual when treating the around the eyes. Users must follow procedural instructions, so the treatment is performed in a safe manner. Solta medical emphasizes that only plastic ocular shields with proper sizing must be used during thermage flx treatment, in order to prevent serious eye injury from the thermal effects of the radiofrequency (rf) energy used by the system. Although metallic ocular shields may be appropriate to use with certain laser treatments of the eyelids, they are not appropriate for use with thermage as metallic ocular shields will conduct the thermal energy from thermage¿s radiofrequency energy directly to the eye, causing damage. Eye shields are not provided by solta medical. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
A user facility reported that a patient experienced ocular pain post thermage flx treatment to the face, neck and eyelids. The patient subsequently visited the emergency department, where corneal ulcers in both eyes were reportedly diagnosed. The patient reported experiencing several days of significant ocular discomfort, particularly in the right eye, followed by a prolonged recovery period of nearly one month. During this time, the patient noted pain, blurred vision, and was advised by an ophthalmologist to avoid prolonged gaze and screen use, resulting in medical leave for the duration of the recovery period. The patient reported that the corneal ulcers appear to be resolving. No information regarding treatment was provided. Given the duration of recovery and the extent of the impact on the patient¿s daily functioning, the medical reviewer has assessed and classified this case as serious. No other information is available at this time. More information has been requested.